Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to be in back-up vvi mode. This was suspected to be due to a hardware capacitor malfunction. The ICD was explanted and replaced on (B)(6) 2022. No additional patient consequences were reported.

Manufacturer narrative:
The reported event of backup operation was confirmed via review of the device data. Analysis of device image found the device went into backup mode while the high voltage capacitors were charging after a scheduled capacitor maintenance was performed. Functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.